Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they will be having the device taken out on march 11th due to a larger reaction to one of the metals in the implant. Patient stated they started having itching and the device was hurting so they thought it was due to something that they had put on their back but they have never been allergic to anything when they had surgery. Patient said the healthcare provider said they were allergic to the device itself. Patient mentioned having the therapy off and waiting for the day to take the device out. The patient was redirected to their healthcare provider (hcp) to further address the issue.